Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized twice due to low blood glucose. First hospitalization was in (B)(6) 2016 with blood glucose of 45 mg/dl. Customer was treated with fluids and food and was released. Second hospitalization was in (B)(6) 2016 with blood glucose of approximately 100 mg/dl. Customer reported to be out of supplies in (B)(6) and was disconnected from insulin pump but did not state for how long prior to hospitalization. Customer was sweaty and shaky. Customer was monitored and released.